Manufacturer narrative:
No audio or beep or vibrate anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.( B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was above 400 mg/dl and 440 mg/dl. The customer was treat with manual injection. Customer also stated that insulin pump received no delivery alarm but did not hear anything about it. Customer stated they were having trouble hearing the beeps. The device will be returned for analysis.